Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x38 synergy ii drug-eluting stent was attempted to advanced in the lesion. However, it was noted that the stent came off the balloon during product preparation. At first, the physician was under the impression that the 2.50 x 38 synergy ii stent went into the patient's body as the stent was not seen. The stent was placed proximal and another synergy stent was placed distal. The physician did not see the first stent in the mid portion. The physician completed the procedure and upon review it was found out that the first stent was not implanted. It never entered the patient's body. The stent was found away from the balloon and catheter on the back preparation table. The patient was not harmed but will be brought back to fix the circumflex artery and place a stent in the lad which was not previously fixed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination found that the crimped stent had detached from the sds. The stent was severely damaged; struts stretched, distorted and overlapping. A visual examination found that the balloon wings were relaxed and not refolded. The balloon appeared to have been subjected to positive pressure and there was evidence of contrast hardened medium inside the balloon body. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile for this device, there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple slight kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found an extrusion kink 4cm distal of port site for a length of 3cm. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x38 synergy ii drug-eluting stent was attempted to advanced in the lesion. However, it was noted that the stent came off the balloon during product preparation. At first, the physician was under the impression that the 2.50 x 38 synergy ii stent went into the patient's body as the stent was not seen. The stent was placed proximal and another synergy stent was placed distal. The physician did not see the first stent in the mid portion. The physician completed the procedure and upon review it was found out that the first stent was not implanted. It never entered the patient's body. The stent was found away from the balloon and catheter on the back preparation table. The patient was not harmed but will be brought back to fix the circumflex artery and place a stent in the lad which was not previously fixed. The procedure was completed with a different device. No patient complications were reported.